Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched and they were hospitalized for low blood on (B)(6) 2021. Blood glucose reading was 30 mg/dl. The customer stated they became unresponsive from their low blood glucose. The customer stated that she failed to hear alarm and her husband found her unresponsive and had to call emergency services as she could not swallow glucose. The customer was treated with glucagon at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. Customer was not using auto mode at the time of incident. The customer¿s last blood glucose reading was 300 mg/dl. The insulin pump will not be returned for analysis.